Event description:
Event description guidant received information that a fracture of the proximal coil on this endotak dsp lead could be seen on x-ray. The patient has high dft's. The device was replaced with a higher energy device. The lead was not extracted, it has been deactivated.